Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# va0yfyb, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0yfyb, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from the patient that reported 3 days prior the patient went to his health care professional (hcp) to get hooked up and they came home and tried to recharge his implantable the hell out of his system he thought for a while that he was going to have a stroke, he was concerned he might not survive the incident. The patient didn't know what the company representative (rep) did to him or his deep brain stimulator (dbs) device malfunctioned. The patient lost his eyesight, lost control of his face and had contractions of his face, could not talk, and could not coordinate. The patient talked to the rep a few hours afterwards and they were told to turn the stimulation down. Immediately all of the symptoms went away; his eyesight returned, the contractions on his face cleared up and the patient could speak again. The issue was resolved. The patient had a post-implant appointment with his surgeon or the day after report. The white arrows on the implantable neurostimulator recharger (insr) did not line up. There was a bent connector pin on the ac adaptor. He could only insert it upside down to plug it in but then the insr would not take the charge. There was a charging issue. A new recharging system was going to be sent to the patient. The patient was implanted for parkinson's dual and movement disorders. Additional information received from the rep reported the patient received the replacement desktop charger but the insr was still not charging. Nothing would appear on the screen when plugged in. There was a green light on the desktop charger.